Event description:
In 2008, the pt reported that she received two e4 (occlusion) errors on her infusion device this morning. She stated that with her doctor's advice, she inserted an infusion site into her upper buttocks. After receiving the first e4 error, she moved the infusion site to her side above her waist, and then received another e4 error. She stated that when she removed the infusion sites the cannulas were both bent and had blood in them. She experienced pain with both site insertions. Prior to the report, the pt changed the infusion site, and was able to clear the error. She stated that her sides and buttocks are very lean. It was suggested that she try a different type of infusion set. To troubleshoot the pt was instructed to disconnect from her infusion site, and to perform a bolus. She was able to do so without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sample infusion sets, an insertion device, and info on infusion site management were sent to the pt. Product was requested to be returned for eval.